Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on bending section cover, water tightness was lost. Scratches were found throughout the device. Control unit was sticky. Universal cord had a dent. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, leakage was noted at the bending section cover of the bronchovideoscope. The issue was found during routine inspection. The device was returned and an evaluation revealed, the forceps channel port was shaved. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scraped forceps stopper cap could not be determined, however, it is likely that the metal part of a treatment tool or cleaning brush interfered with the forceps plug mouthpiece when inserting or removing the treatment tool or cleaning brush during handling by the user. The event can be detected by following the instructions for use section below: ¿bf type p150/1t150 operation manual chapter 3 preparation and inspection¿. In addition, the following non-reportable malfunctions were found during the device evaluation: distal end has a scratch. Connecting tube has a scratch. Grip has a scratch. Scope connector cover has a scratch. Up/down plate has a scratch. Control unit has a scratch. Olympus will continue to monitor field performance for this device.